Event description:
On (B) (6) 2010, patient reported insulin is not flowing properly through the infusion adapter and leaking back into the cartridge compartment. Patient stated she has experienced occlusions and has noticed condensation and rust near the piston rod. Patient reported her blood glucose has been elevated since (B) (6) 2010. Patient reported her blood glucose reading was 190 mg/dl this morning and 288 mg/dl after walking today. Patient's target blood glucose range is 190-200 mg/dl. Patient boluses through the infusion device as a correction. Patient stated she has used 1.5 cartridges of insulin and "does not understand where the insulin is going." Patient reported the adapter has never been changed. Advised adapter should be changed every 10th cartridge change. Patient stated there is leaking in the system; "instead of coming through the top like it's supposed to, it is just draining back down." Patient reported there is condensation near the piston rod and the piston rod appears rusty. Patient stated the infusion device was dropped on concrete when she first received it, but "it worked fine." She reported the adapter and tubing are not attached to the insulin cartridge before it is inserted. Advised to do this to protect against insulin ingress. Patient reported the condensation and rust were noticed approximately one week ago. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.